Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of catheter dislodgement was inconclusive because the conditions in which the event was alleged to have occurred could not be replicated during analysis of the returned sample. The product returned for evaluation was one 4fr s/l groshong catheter. The catheter was received assembled with a two-piece connector. Usage residues were observed throughout the sample. A partially circumferential split was observed in the catheter between the 29cm and 30cm depth markings. The split is addressed in trackwise complaint (B)(4). Microscopic inspection of the sample was unremarkable. The suture wing appeared well formed and undamaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion. The portions of the device commonly used to facilitate securement appeared properly formed and undamaged; however, the clinical conditions in which catheter movement was alleged could not be reproduced. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that the patient complained of chest distress the day following placement of the catheter. The catheter was pulled out by 5 cm. After the patient was sent back to the ward following positioning by x-ray, it was found that 2 cm of the catheter got out. No other information was provided.

Event description:
It was reported by the customer that the patient complained of chest distress the day following placement of the catheter. The catheter was pulled out by 5 cm. After the patient was sent back to the ward following positioning by x-ray, it was found that 2 cm of the catheter got out. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.